Event description:
It was reported that the patient experienced venous stenosis and occlusion. A leadless implantable pulse generator (ipg) was left implanted with the right atrial (ra) lead and right ventricular (rv) lead also remaining in use due to the issues with occlusion and stenosis resulting in dsypnea. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.